Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and down arrow keypad buttons required hard presses with a fingernail to elicit a response. The reporter indicated that the keypad was torn near the bottom of the rubber pad and peeling near the ok button. It was reported that the ok button symbol was worn. The reporter denied evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump cleaned with a damp cloth. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the contrast key was intermittently responding. The keypad was peeling from bottom to "ok" key. When it was removed, contamination was noted under "contrast" & "down" key contacts.